Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with symptoms of pain in the pocket area. During the exam, pocket erosion and infection were discovered. A lab culture confirmed the infection was (B)(6). The patient will be scheduled for a revision as soon as possible. This pacemaker and the right ventricular lead remain in service. No additional adverse patient effects were reported.